Manufacturer narrative:
Concomitant medical products: product ID: 399930, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399930, serial/lot #: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 18-jan-2011, UDI#: (B)(4). Product ID: 3708260, serial/lot #: (B)(4), ubd: 24-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ¿wires slipped¿ three to four months post implant ((B)(6) 2007), occurring in 2007. It was indicated that they had their wires revised. The patient noted that they were not allowed to take time off to heal properly after their procedure. No further complications were reported/anticipated.